Manufacturer narrative:
Evaluation summary: one used lf5544 ligasure device was received, and evaluation of the sample confirmed the reported issue. Visual inspection identified the clear insulation close to the jaws was damaged, causing it to fail hipot testing. The investigation identified the root cause of the issue to be misuse, where the insulation damage is consistent with rough use or improper handling through a trocar. The IFU included with this product states: to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which can compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a side by side anastomosis, the device had an insulation issue. The insulation sleeve just above the jaws was displaced, causing unintended cauterization of tissue. When making an enterotomy with the monopolar tip, the jaw area caused a burn mark on another piece of bowel. The physician used the burned spot as the other enterotomy. The issue caused a temporary injury.